Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 4 months post-implant, it was reported that the pt had a pump exchange. It was also reported that the pt was readmitted into the hospital approx 2 weeks prior with a subarachnoid hemorrhage and hemolysis parameters. The pt was treated with heparin; however, the hemolysis parameters continued to rise.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.